Manufacturer narrative:
Duraseal sealant system (203001) was returned and evaluated as follows: failure analysis - the sample received back had 1 display box, 1 polymer kit in the tray with an open pouch, 1 y connector, 3 spray tips, 1 syringe holder, 1 cap holder, 1 vial, and 2 capped syringes fully depressed. The 3 spray tips and y connector were clean without signs of use or traces of blue solution. The clear syringe was returned empty and fully depressed with no solution inside; the blue syringe was returned empty with no solution inside. The syringe holder and cap were also clean. The vial was dry inside with traces of melted/ crystallized peg. The spike was fully depressed and no red line was visible, showing proper assembly. As part of the evaluation, a water test was performed. Water was drawn into one syringe, injected into the vial, and withdrawn back into the syringe with small resistance. The spike was removed from the bioset and was found to have blue solution gelled in the pin of the spike, clogging the spike. As a result of the melted/ crystallized peg inside the vial, the complaint can be confirmed. Root cause - while the complaint was able to be confirmed following sample evaluation, the root cause is undetermined with the information available. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Per the dfmea, potential causes of failure include: performance, polymerization - gel time/ pot life, solution mixing and coverage, and application - gel delivery. The risk remains acceptable per the risk analysis.

Event description:
N/a

Event description:
A facility reported that the duraseal spine ous (203001) could not be mixed and was impossible to use. The device was in contact with patient; however there was no patient injury, or increase in surgery time.

Manufacturer narrative:
Duraseal sealant system (203001) was not returned for analysis after three good faith attempts (gfes) and the investigation could not confirm the complaint. As a result, the root cause of the reported issue could not be determined. However, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Per the fmea, potential causes of failure include: performance, sealing dura, performance, application - gel delivery, performance, solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received on january 4th 2023 : as reported the products would not mix and could not be sprayed. The device was never in contact with the patient (only opened in the sterile field).